Manufacturer narrative:
An evaluation of the devices cannot be performed as the hospital retained device for lab testing and device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon scoped the patient's knee and discovered that the patient had an infection so the surgeon washed out the knee and swapped the poly."